Manufacturer narrative:
Age at time of event: b)(6). B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. Visual inspection of the device revealed no damage or irregularities. Visual and tactile analysis noted no irregularities on the shaft of the device. Functional analysis was done by completing the aspiration testing of the device. Test result showed that this device performed as designed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. B)(4).

Event description:
It was reported that aspiration was lost. The target lesion was located in the left superficial femoral artery (sfa). A jetstream xc atherectomy catheter was advanced to the lesion and during the procedure it lost aspiration. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported an the patient's current condition is fine.